Event description:
It was reported that the patient had experienced muscle stimulation. The physician opted to cap and replace the left ventricular lead with an epicardial variant. During the procedure, a perforation of the coronary sinus was observed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.